Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber cap detached. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber cap detached after 96,000j of use. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber tip detachment was not confirmed as the glass and metal cap were confirmed to be present on the returned fiber. Analysis did identify that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge and glue failure. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the metal cap contributed to elevated temperature. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including circumferential fracture and glue failure. The interaction between the user and device, caused or contributed to the observed fiber tip damage. According to the instructions for use (IFU), increasing irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual analysis showed that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture could rotate independently of the metal cap. During analysis, the fiber glass cap could be pushed in with force independently of the metal cap, indicating glue failure. The glass cap exhibited severe devitrification at output window. The metal cap exhibited moderate charred debris adhesion on its surface, indicative of tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify signs of breakage along length of the fiber. The fiber connector passed the connector segment verification test. The connector cone, segments, and tabs appear in good condition and are secured. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. It also states that: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. And ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: analysis of the returned fiber did not identify fiber tip detachments. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture and glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, caused or contributed to the observed fiber tip damage.